Event description:
It was reported the menu display is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing pixels. Analysis also found the upper case and the ring cover are broken. It was noted the ring bail is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.